Manufacturer narrative:
Patient code 3191: photophobia, patient code 1791: corneal oedema, method code 4117: lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -12.00 diopter, implantable collamer lens was implanterd into the patients right eye (od) on (B)(6) 2019. Excessive vault, refractive surprise, elevated iop (intraocular pressure), significant reduction of irido-corneal angles and blurred vision was observed. Addition of new pi (yag) was reported as secondary intervention. The reporter stated that the patient is happy with the results and dont want to change the lens . If additional information is received a supplemental medwatch report will be submitted.